Event description:
Infusion pump with an 808:03 failure code. There have been no reports of any pt incident involving this pump since the last baxter service event. Info was requested by baxter's customer service regarding whether or not the pump was in use on a pt when the failure occurred, specific pt info, whether or not there was a report of medical intervention or pt injury, pump programming and set-up info, tubing product code and lot number in use and the medication involved if applicable, but no additional info was available. Additional contact info was requested but no additional contact was identified.